Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 549 mg/dl; cause was unknown. Customer changed supplies to address bg. At the hospital customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.